Manufacturer narrative:
Since the returned device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Since it is difficult to reconstruct the situation at that time in the lab and with limited info, it is hard to find out exact root cause for this complaint. We recognize the risk of stent occlusion, and have conducted risk management control. On our user manual, it is mentioned that stent occlusion due to tumor ingrowth through stent. We will monitor this complaint occurrence for same model. This report is retrospective report due to FDA foreign inspection warning letter. The suspected device is not registered to us FDA and it has not been shipped into the us. For "a. Patient information", we, taewoon and our distributor could not get more detail patient information because the hospital did not open the patient information such as "2. Age at time of event", "date of birth", "3. Sex" and "4. Weight".

Event description:
(B)(6) 2013 - a patient presented to (B)(6) urology with bilateral ureter post radiation strictures and pigtail stent failure. On failure of the pigtail stents bilateral uventa stents were placed fully covering the strictures and post dilated with a 4 mm balloon. (B)(6) 2013 - the left hand stent occluded within a week and a CT scan on the (B)(6) revealed the uventa stent had been crushed in two placed. Approximately 2 cm from distal end of stent. Approximately 5-6 cm from distal end. The patient was treated with a nephrostomy drain and is too unwell for re-intervention.